Event description:
The reamer broke off in the patient's femoral canal. The surgery was delayed approximately 45 minutes - one hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.